Event description:
It was reported that during the implant procedure, when the lead was inserted to the target position, noise was observed. The lead was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.